Event description:
Pt's spouse reported pt death via legal notification of lawsuit. Spouse indicates that pt developed severe dyspnea following dialysis treatment and was transferred to the medical intensive care unit. Pt died in 2001 despite active symptomatic therapeutic measures. No further info available.